Manufacturer narrative:
Suspect product discarded.

Event description:
On (B)(6) 2021 a patient (pt) called to report a diagnosis of os corneal ulcer about 2-3 months ago while wearing the acuvue® vita¿ brand contact lens (cls). The pt reported symptoms of photosensitivity and pain in the os. The pt removed the suspect os cls and didn¿t notice any issues with the cls. The pt wore the suspect os cls for about 2-weeks. The pt was out of town and went to a local eye care provider (ecp) who diagnosed the os corneal ulcer. The pt advised that it was ¿a pretty deep ulcer¿ and wanted to make sure it wasn¿t infectious. The ecp prescribed tobramycin 1 drop every 30 minutes for 12 or 24 hours until the follow-up appointment. The pt was also prescribed a 2nd eye drop (name is unknown) every 2 hours until the pt had a follow-up appointment with an ecp in ¿a few days¿. The ecp decreased the frequency of the eyedrops at the follow-up appointment to 3 or 4 times a day. The pt discontinued cls wear until the corneal ulcer was ¿completely healed¿, maybe about 10 days. The pt was instructed to follow-up with an ecp, but the pt left town without a return appointment. The pt resumed cls wear ¿after it felt better¿ without ecp clearance. On (B)(6) 2021 the pts treating ecp provided additional medical information. The pt was seen on (B)(6) 2021 with complaints of os pain, tearing and photophobia. The pt was diagnosed with a superficial corneal ulcer located in the mid-periphery with a few cells in the anterior chamber. The va was not checked at the initial visit. The pt was prescribed vigamox every 30 minutes for the first 6 hours, then q1h. The pt was also prescribed tobrex q4h. The pt presented for a follow-up appointment on the following day with mild improvement of the ulcer. The pt did not return for the additional follow-up visit and was not cleared to return to cls wear. The ecp is not the pts prescribing ecp and thinks the pt ¿just popped in for treatment when in the area¿. No additional medical information was provided. The date of event is reported as (B)(6) 2021. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00tfzn was produced under normal conditions. The suspect os discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed.